Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced insulin flow block alarm event on (B)(6) 2024. The blockage is located at site. No further information available.